Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device was received by carefusion (cfn) failure analysis lab on (B)(6) 2015. The cfn failure analysis lab technician (falt) confirmed the customer reported allegation. The cfn falt found the expiratory time valve and the ambient arm indicator is out of calibration. The cfn falt recalibrated the expiratory time valve and the ambient arm indicator, performed testing and the suspect device is now meeting service specifications.

Event description:
The customer reported while using the bird mark 7 ventilator, the suspect device does not cycle off into exhalation during use. At this time, there are no known reports of patient involvement associated with the event.